Manufacturer narrative:
Currently, it is unknown whether or not the delivery may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. Nothing further was reported.